Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with 'dryness/blur' in the right eye, two and a half months post surgery. Reporter informed that punctum plugs were applied to inferior punctum. Pt informed reporter that the plugs were working, week after being applied. Another report is filed for the left eye.